Manufacturer narrative:
On 12-jul-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a octaray, perseid, 48p, 2-2-2-2-2, d-curve and by the end of the case when the octaray¿ catheter was pulled out, there was char on two electrodes in a spline. The case continued and ended successfully. The patient had no experienced neurological symptoms since the end of the procedure. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection and patency test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and char/thrombus/clot attached on two electrode of the device's tip was observed. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31043769l and no internal actions related to the complaint were found during the review. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a octaray, perseid, 48p, 2-2-2-2-2, d-curve and by the end of the case when the octaray¿ catheter was pulled out, there was char on two electrodes in a spline. The case continued and ended successfully. The patient had no experienced neurological symptoms since the end of the procedure. No patient consequences were reported. Additional information: the physician did not identify any error messages or product problems during the case. No temperature and flow issues were noted on the catheter. There were no ablations greater than 60 seconds. There were no ablations with a contact force exceeding 40g (mostly 25g was used). The irrigation used was not outside of the prescribed range. Thrombus/clot is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)